Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent will evaluate the device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had powered off by itself during  a training. During the first thirty minutes of the training, the device had been powered on and off several times by the user, but then it suddenly powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device but could not verify the reported issue. The device was extensively tested but no discrepancies were observed. Proper operation was confirmed through functional and performance testing. And the device was returned to the customer. The information from the downloaded data was not related to the reported event. Therefore no further evaluation of the downloaded electronic patient record could be performed. A cause of the reported issue could not be determined.